Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the skin at the infusion site. This condition would interrupt insulin delivery and could contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 324 mg/dl with "+++" ketones a day after the pod was activated. Correction boluses were unsuccessful, so she removed the device. She noticed that the cannula was out of the skin and the adhesive was damp.